Event description:
Procedure performed: robot right colectomy event description: according to [name], "the instrument shield was found inside the abdomen during robotic right colectomy. It is very strange because the instrument valve was found complete without any nick, we couldn¿t understand how the instrument shield was disconnected and passed the instrument valve." Per the cer form: "during a robot right colectomy procedure, the seal was released from the trocar, the assistant surgeon connected it back to place without difficulties and then try to insert the camera, there was some resistance but the camera was inserted with twist movement, then the instrument shield was identified inside the abdomen. The instrument shield was removed immediately and the trocar was replaced." Type of intervention: trocar was replaced to complete the case. Patient status: no issue.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation; however, five sterile units (from the same lot as the event unit) were returned to applied medical for evaluation and a photograph of the detached component from the event unit was provided. Visual inspection confirmed that the shield, an internal plastic component of the seal, had separated from the seal. No damages and non-conformances were found for the five sterile units that were returned. Based on the photograph provided and the description of the event, it is likely that the dislodged shield was caused by the way the scope was maneuvered within the seal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robot right colectomy. Event description: according to [name], "the instrument shield was found inside the abdomen during robotic right colectomy. It is very strange because the instrument valve was found complete without any nick, we couldn¿t understand how the instrument shield was disconnected and passed the instrument valve." Per the cer form: "during a robot right colectomy procedure, the seal was released from the trocar, the assistant surgeon connected it back to place without difficulties and then try to insert the camera, there was some resistance but the camera was inserted with twist movement, then the instrument shield was identified inside the abdomen. The instrument shield was removed immediately and the trocar was replaced." Type of intervention: trocar was replaced to complete the case. Patient status: no issue.